Event description:
A malfunction alarm was reported by the customer. The impact on the customer's blood glucose level was unknown as the customer declined to answer. The customer was assisted by technical support in resetting the pump, and no recurrence of the malfunction code was observed. The customer was advised to continue using the pump and to call back if any issues reoccurred, which they acknowledged and understood.